Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis concluded that a puncture in the hole was noted in the lead insulation from the terminal pin from the guidewire escaping the lumen. The guidewire remained in place protruding from the lead. Further, a portion of the guidewire coating has been scraped off as it passed between the coils. A bend was also noted in the guidewire from the proximal end.

Event description:
Boston scientific received information that this brady lead was reported to be malfunctioned. It was reported that before the lead was put into the body a wire was back loaded into the lead and the wire punctured through the lead body at the spiral fixation. This brady lead was never in service. No adverse patient effects were reported.